Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut. Block h10 investigation results: one captivator cold snare was received for analysis. Upon visual inspection, it was found that the working length and wire were bent. However, functional evaluation of the device showed that it could extend and retract well when connected to the 10-inch loop fixture. No other issues were observed. The reported event of "loop failure to cut" could not be confirmed, as it was not possible to evaluate the device's function during the specific procedure. It is possible that procedural factors, such as physician technique or handling of the device during initial use or set-up, may have contributed to the device's condition. The product record review revealed that this was not a new failure type and the risk had been anticipated. There was no evidence of a manufacturing, design, or user problem that could have caused the complaint. Device analysis found the working length and wire to be bent, but there were no issues during functional testing. Based on the available information and device analysis, the most probable root cause for the reported complaint is "no problem detected," and the most probable root cause for the failures found during analysis is "adverse event related to procedure." A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the snare could be opened and placed properly around the polyp during the process, however it was unable to cut. A tiny, sessile polyp in the splenic flexure had become hematomatous due to the snare's inability to cut, however intervention was not necessary. Before switching to a radial jaw 4 jumbo forceps to finish the case, the doctor made numerous attempts to cut the polyp. The procedure was completed with a radial jaw 4 jumbo forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Adverse event problem: imdrf device code a050702 captures the reportable event of loop unable to cut.

Event description:
It was reported to boston scientific corporation that a 10mm round captivator cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the snare could be opened and placed properly around the polyp during the process, however it was unable to cut. A tiny, sessile polyp in the splenic flexure had become hematomatous due to the snare's inability to cut, however intervention was not necessary. Before switching to a radial jaw 4 jumbo forceps to finish the case, the doctor made numerous attempts to cut the polyp. The procedure was completed with a radial jaw 4 jumbo forceps. There were no patient complications reported as a result of this event.